Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003014, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6003014. The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: lot 6003014 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12, on 06/sep/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided; physical samples will not be returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record # (B)(4). The batch # 6003014, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against final reporting decision equal "serious injury" and "death", lot number criteria equal lot number 6003014. The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: lot 6003014 was manufactured according to the work instruction wi 4902100 version 77 and packaging in the multivac m12, on 06/sep/2023, with a total of (B)(4) units. Review of the device history record DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided; physical samples will not be returned. Conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient experienced hyperglycemic episode. They tried to treat it with pen. Therefore, on (B)(6)2025, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 299 mg/dl and ketone level was 3.8. During hospitalization, the patient received fluids of saline (unknown), intravenously and insulin via pen as corrective treatment which resolved the issue. After spending few hours in the hospital, the patient was released. No further information available.